Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated fuses and cables on dc distribution, image processor pcb and display adaptor pcb. Further evaluation determined that the cpu and numerous associated pcb's required updating. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.